Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the multiple ongoing occlusion alarms occurred. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer is using apidra insulin. Tandem technical support educated the customer on insulin labeling. Customer changed pump supplies to address the issue.